Event description:
Edwards received notification that a patient with a ce 27mm valve implanted in the mitral position underwent a valve-in-valve procedure due to degeneration leading to stenosis and regurgitation after an implant duration of approximately 18 years. A sapien 3 valve was successfully implanted in replacement using the transeptal approach. As reported, prior to the viv procedure, the patient had dyspnea and decompensated. Indication for initial replacement was rheumatic disease at a young age that led to severe steno-insufficiency. As per medical opinion, the valve did not fail prematurely. The patient was noted as to be doing well. The implant date is known as "2002". Therefore, (B)(6) 2002 is being used to calculate the minimum implant duration.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. Despite multiple attempts for the product the device was not returned. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a ce 27mm valve implanted in the mitral position underwent a valve-in-valve procedure due to degeneration leading to stenosis and regurgitation after an implant duration of approximately 18 years. A sapien 3 valve was implanted in replacement. As reported, prior to the viv procedure, the patient had dyspnea and decompensated. Indication for initial replacement was rheumatic disease at a young age that led to severe steno-insufficiency. The implant date is known as "2002". Therefore, (B)(6) 2002 is being used to calculate the minimum implant duration.